Event description:
This event was reported as ring explanted due to severe mitral regurgitation. Hospital and medical records unable to determine model number. Exact date of implant not known, only that implant was in 1993.